Event description:
Related manufacturer report number: 2017865-2022-15880. It was reported that the patient presented for routine generator change. During the procedure, the right ventricular lead was stuck in the header of the implantable cardioverter defibrillator and was unable to be removed. The lead was ultimately torn. The procure was completed with a replacement lead and device.